Event description:
On (B)(6) 2021, I sent details of all my doctor visits (pulmonologist, gp, ER) and test summaries which were symptoms and issues listed in the recall information (i.e. Breathing issues, nausea/vomiting). I have not heard a response from the FDA on this. This is my first follow up. This is directly related to the philips CPAP recall. See the information of specific tests and dates which I previously submitted on this page on (B)(6) 2021. FDA safety report ID#:(B)(4).